Manufacturer narrative:
Based on information received from the surgeon who performed both the initial and revision surgical procedures, the failure of the implant is consistent with excessive loading due to patient activities that exceed the limit defined in the device instructions for use. The apparent lack of soft tissue healing in combination with high risk activities is likely to have contributed to the device failure. Full healing normally occurs within the first three (3) months following the initial surgery. No explanation was given for the lack of visible bony ingrowth into the graft at approximately seven (7) months post-operative. Note: the date of event was reported to manufacturer as 2006." The date given above, in 2006, is a reasonable estimate given the information that was provided.

Event description:
Approximately seven (7) months following anterior cruciate ligament (acl) reconstruction, the patient reported a "give way" episode while playing basketball. MRI and endoscopy confirmed fracture of the fixation device (implant). The device was surgically removed and competitive product was used to achieve fixation.